Manufacturer narrative:
Citation: manish, k. C., kaushik, p. K., ahmed, e., almoflishi, m., neeraja, t., hanna, s., lianne, o., arjun, v., arshia, r., zachary, d., osama, z., maurizio, b. (2025). Comparative outcomes of en-bloc holmium laser enucleation of the prostate and transvesical robot-assisted simple prostatectomy for the management of benign prostatic hyperplasia: a propensity-matched analysis. Journal of endourology, volume 29 (1), pages 57-63. Doi: 10.1089/end.2024.0601. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3. Date of event: exact event date is unknown. Date of publication used.

Event description:
It was reported to boston scientific via an article published in the journal of endourology that a prospective study was conducted in order to compare the outcomes of patients who underwent holmium laser enucleation of the prostate (holep) and robot-assisted simple prostatectomy (rasp). The study occurred with 416 patients, 158 for holep and 258 for rasp, under one surgeon from january 2018 to december 2022. The holep procedures used a lumenis pulse 120h and moses fibers. Postoperative complications mentioned in the study included deep vein thrombosis requiring anticoagulation with heparin and urinary retention. No further patient complications were reported.